Event description:
It was also reported that the patient had been using programming with the electrode combination of #0-3+.

Event description:
It was reported that the patient experienced a shocking/jolting sensation in the pelvic area and down their legs when they would lay down. It was noted that the only way to stop the shocking was for the patient to be upright or to turn the stimulation from their implantable neurostimulator (ins) off or to turn down the voltage. The patient had tried turning the voltage down to 1 volt but did not get any therapeutic benefit at the level. It was noted that the patient had been at a voltage of 2.8 volts prior to the start of this issue developing (¿a couple of weeks ago¿). The patient did not get the shocking sensation when they were standing up. In addition, the patient did feel the stimulation initially but then the sensation went away and they did not get any therapeutic benefit. The patient did see their managing doctor about a week ago for the issue. It was noted that the patient did use a walker but it was reported that they have had no falls. Impedance testing showed that they were ¿technically¿ in normal range but that the ¿pattern was irregular¿. It was reported that the impedance testing had to be stopped because the patient felt the shocking. Impedance testing (at the time of report) was performed at 0.7 volts and were as follows: case to electrode #0: 1004,case to #1: 375, case to #2: 493, case to #3: 493, #0 to 1: 1004, #0 to 2: 1037, #0 to 3: 1037, and #1 to 2: 566 (testing had to be stopped at this point due to patient discomfort). Follow up information received 6 days later reported that the patient¿s doctor was to schedule an x-ray of their ins system. It was also noted that no malfunctions were seen and no incidents reported. The patient was reprogrammed to electrode #0 (+) and 1 (-) at an amplitude of 1. The patient was to call their doctor today. There was no information regarding the patient¿s outcome at the time of this report. Further follow up information received 7 days later reported that the patient was in the hospital all last week for unrelated (to the device) medical issues. The patient had the ins turned off and it was reported that no x-ray had been taken. The manufacturer¿s representative was going to give the patient a little time and was to follow up with them next week. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va098v6, implanted: (B)(6) 2013, product type; lead. Product ID: 8840, product type: programmer, physician. (B)(4).